Event description:
It was reported that the patient was experiencing inadequate pain relief. It was mentioned that the leads developed fractures over time. The patient will undergo lead replacement procedure. Additional information was received that the patients leads had high impedances. The physician replaced the linear leads with a paddle lead. Upon placing the new paddle lead and plugging into the existing ipg, impedances read the exact same number. Thus, the physician decided to replace the implantable pulse generator (ipg) and impedances read within normal limits. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial/ batch: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5092908.

Event description:
It was reported that the was experiencing inadequate pain relief. It was mentioned that the leads developed fractures over time. The patient will undergo lead replacement procedure.